Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated with several 3510 programmers. Attempts to perform a download failed. The device was pacing appropriately at 70 ppm in dual chamber mode and had a beginning of life (bol) magnet rate of 98 ppm. The physician will replace the device.